Event description:
Medtronic received information that the day after the implant of this transcatheter bioprosthetic valve an electrocardiogram showed atrial fibrillation with rapid ventricular response and pauses of up to nine seconds. The temporary pacemaker was placed back into use. Two days later, the patient had an unwitnessed syncopal episode, and the temporary pacemaker was again placed back into use, and a permanent pacemaker was implanted four days after the valve implant. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).